Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the peritonitis event. The cause of the peritonitis and treatment for the event were not reported. At the time of this report, pd therapies were ongoing and the patient was recovering from the peritonitis event. No additional information is available.